Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were hard to push. Customer's blood glucose was unknown. Customer stated their blood glucose would frequently fluctuate. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. All buttons functioning properly. Inspected connector on lcd and no unlock keypad connector. Unit received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.